Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. Expiration date: 05/2020.

Event description:
It was reported that the device allegedly self-activated while fully primed. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One max-core biopsy needle was returned for evaluation. Functional testing could not be performed due to the received sample condition (i.e. Bent needle). Upon disassembly, it was noted that the left bumper was overlapped by the spring. As testing could not be performed, the investigation is inconclusive for the reported self-activation. It is possible that the identified overlapped bumper contributed to incomplete cannula tang engagement and the reported self-activation. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the device allegedly self-activated while fully primed. There was no reported patient injury.